Event description:
It was reported that brief sensor issue occurred. The wearable was inserted into the upper buttock, which is off-label usage of the device. The date of the event is an approximation. According to a report received through the insulet customer service team on (B)(6) 2026, the patient was presented to the emergency room (ER) with hyperglycemia. While wearing the sensor beyond the recommended 48-hour duration at the hip/buttock site, the patient¿s blood glucose level increased to an estimated 400 mg/dl. The patient reported symptoms including nausea and fatigue, prompting removal of the sensor. A new wearable was applied prior to the patient driving to the ER. At the ER, the patient received treatment with intravenous fluids. The patient was discharged the same day in stable condition and continued use of a new wearable. At the time of reporting, the patient was reported to be well and feeling fine. No additional details were available, and multiple attempts to contact the reporter for follow-up were unsuccessful. Data was provided for investigation. The allegation was not confirmed via data. However, it was found that signal loss equal to or under one hour was found in connection to the reported allegation. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.